Manufacturer narrative:
Two biopsy needles were returned for analysis. Medtronic investigation of returned suspect devices finds that after performing a functional test the needles tracked with green status with a geometry error of 0.17mm and 0.11mm. Further analysis was completed and determined no components of the needle instrumentation were loose. No issues found. Both needles were determined to be fully functional.

Manufacturer narrative:
Patient gender not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for passive biopsy needle. No parts have been received by manufacturer for analysis. On 10/09/2015 a medtronic representative, following-up at the site, reported the site biomed representative declined the medtronic navigation system check-out. The biomed representative performed a system check-out of his own and used the system for another biopsy procedure, without any issue. After reviewing the workflow with the surgeon, the site biomed representative believes it was user error, where the foot pedal was not hit (engaged) to lock trajectory prior to attempting to track the biopsy needle.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site was unable to track their biopsy needle. The site had locked trajectory and it was not appearing in the tracking view. In trouble-shooting, swapping out needles did not resolve the issue. The surgeon opted to discontinue the use of the navigation system and abandoned the procedure, to be re-scheduled.